Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from repeated sterilization and use over time. If information is obtained that was not available, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during service repair/pre-testing, it was noted that the sagittal saw attachment device seized and would not oscillate. It was further noted that the unit's turn knob could be pulled too far - exposing piston packing and bushing. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.